Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an express sleeve. The customer states lingual tonsil ablation was performed for 2 hour on (B)(6). Ipc used was terumo beno stream, more pressure was applied than usual with it. Ipc was switched to scd at ICU. The patient had peroneal nerve palsy next morning. Patient undergoes rehabilitation. Anesthetist seems that patient need to be observed for 3 months. Patient age; (B)(6) patient weight; not provided. Patient gender; female.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There was no product returned to medtronic associated with this complaint. Since no product was returned, neither visual inspection nor functional evaluation was able to be performed. Without a sample, it is not possible to determine if the product did not meet specification. The complaint investigation could not determine a root cause since no product was returned. This information will be utilized for tracking and trending purposes. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.